Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2001 and a total hip arthroplasty on the other side on (B)(6) 2006. Subsequently, a revision procedure on an unknown side has been indicated due to a nickel allergy; however, no revision procedure has been reported to date. It was further reported patient underwent a right total knee arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2012 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2012.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Product location unknown.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2001 and a right total hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure on an unknown side has been indicated due to a nickel allergy; however, no revision procedure has been reported to date. It was further reported patient underwent a right total knee arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2012 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2012. Additional information received from patient's legal counsel reported that patient underwent a right hip revision procedure on (B)(6) 2015 due to pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿material sensitivity reactions" and ¿early or late postoperative infection and allergic reaction.¿ this report is number 6 of 7 mdrs filed for the same event (reference 1825034-2015- 01387 and 01451 / 01454).